Manufacturer narrative:
Device was received with discoloration observed through the top housing. During the investigation, corrosion was observed around the slide insert. During the investigation, two internal leaks were found in the fluid path due to separate tears in the soft cannula. Fluid leaking from the intended fluid path is confirmed to have caused improper insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels reached 324 mg/dl, while wearing the pod on the back between 4 and 24 hours. As treatment, a new pod was activated.